Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. Testing was not performed as this issue was resolved at time of event. No parts have been received by manufacturer for analysis. Resolution confirmed on call.

Event description:
A medtronic representative reported that while outside of a procedure, while setting up the imaging system, it was not possible to acquire a 2d image. When the representative pressed the button, the system made an abnormal sound and would not acquire the image. There were no errors on the pendant, which appeared ready. The representative rebooted the imaging system without resolve. The door was opened and closed without resolution. The gantry was moved to the lateral position and it was possible to acquire images without issues. There was no patient present when the issue was observed.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.